Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06415. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was implanted and the procedure was completed successfully with no patient complications. The patient was discharged and was taking lovenox. One day after the patient was discharged they went into the emergency room with chest pain and it was noticed that there was a little effusion. A pericardiocentesis was attempted and fluid was removed. The patient is doing fine now and has been discharged from the hospital.